Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
Patient bone fracture occurred during 25 mm rtp baseplate setting with the base plate handler. The surgeon commented that baseplate handler arms diameter is a little larger than 25 mm rtp and the protruding portion interfered with surgical retractors and it caused misplace in the bone and it was the reason of the fracture of the glenoid. The surgeon did autologous bone grafting on the glenoid fracture portion and finished the operation without rsa.